Manufacturer narrative:
Technical support walked the bme through changing the hd and the bme was able to restore the application. Issue was resolved. Informed customer that per manufacturer labeling hard disk drives (hdd) should be replaced every two years, and that this serial number should have had multiple hdd replacements. Bme did not have records of the hdd being replaced for this cns.

Event description:
(B)(4).